Event description:
A female patient came in for an operative hysteroscopy and myomectomy via myosure for anemia, menorrhagia and a submucosal endometrial fibroid. The physician had multiple "issues" with the device. It was thought to be due to the pressure bag, so it was changed. Then the device was changed as visualization was poor, possibly because it may have been obstructed/clogged. Estimated blood loss (ebl) was about 300ml during the case.